Event description:
Reportedly, during a sub-umbilical hernia repair, the tracker instrument did not advance a tack completely. The surgeon had difficulty removing the applier from the helical tack. Reportedly, some of the tacks were not completely inserted into the mesh. The surgeon attempted to remove them, and was unable to do so. The tacks remained in the mesh. This procedure was done under endoscopy. The next day, liquid was noted coming from a small intenstine drain. A second physician performed an exploratory laparotomy and found two punctiform perforations on the jejunum. Pt expired the following day due to multi-organ failure.